Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the plunger clamp in the reported problem area of the pipette assembly had a stuck ejection pin. The plunger clamp was replaced and all tip and plunger clamps were inspected. The instrument was tested without further problem and returned to service.